Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent in the guide catheter. Upon removal it was noted that the shaft had broken. No pt injuries or complications occurred.